Event description:
Device was returned due to reported blood backflow in tubing. Pump was being used on a pt. There was no injury. The pump ran at a low rate, 5ml/hr dextrose 5%. Used 375196 ultrasite us3140 lot number, 24 ga needle.

Manufacturer narrative:
Device eval results will be submitted when eval is complete.